Event description:
Consumer reported implant failed to integrate & also concerns of being asymptomatic.

Manufacturer narrative:
Consumer reported implant failed to integrate & also concerns of being asymptomatic.